Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 600 mg/dl. Customer reported blood at the infusion set site and site was actively bleeding at time of the call. The customer believed that the leaking at site was the reason for high levels. Customer declined troubleshooting for high blood glucose. Customer was advised to change complete set. The product will not be return for analysis.